Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed and motor during rewind as a result of a motor encoder signal being out of phase. The device had cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind and some of the motor errors were in the alarm history. No further information was provided.